Event description:
A malfunction was reported in a tandem pump. The customer indicated that no notable events occurred prior to this issue and their blood glucose level did not exceed 500 mg/dl, remaining within a normal range. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reappears.